Event description:
It was reported through a clinical study that a patient underwent an initial open reduction internal fixation (orif) procedure on the right clavicle. Subsequently, approximately three (3) months post-implantation, the patient began experiencing severe pain, a feeling of instability, and radiographic imaging displayed screw loosening. No further intervention has been reported to date. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). D4/h4: it was reported that the device involved in the event is unknown. However, eight (8) potential screws were provided. These are listed below with their associated dates of manufacture, expiration dates, and udis. Potential item 1: non-locking screw square drive, 2.7mm x 14mm, 131827214 ((B)(6)). Manufacturing date: 2028 jun 14. Expiration date: 2033 jun 14. UDI: (B)(4). Potential item 2: non-locking screw square drive, 2.7mm x 16mm, 131827216 ((B)(6)). Manufacturing date: 2027 apr 06. Expiration date: 2032 apr 06. UDI: (B)(4). Potential item 3: multi-directional screw, 2.7mm x 14mm, 131827314 ((B)(6)). Manufacturing date: 2025 nov 12. Expiration date: 2030 nov 12. UDI: (B)(4). Potential item 4: multi-directional screw, 2.7mm x 14mm, 131827314 ((B)(6)). Manufacturing date: 2026 apr 15. Expiration date: 2031 apr 15. UDI: (B)(4). Potential item 5: multi-directional screw, 2.7mm x 16mm, 131827316 ((B)(6)) manufacturing date: 2025 nov 06, expiration date: 2030 nov 06, UDI: (B)(4). Potential item 6: multi-directional screw, 2.7mm x 18mm, 131827318 ((B)(6)) manufacturing date: 2023 aug 24. Expiration date: 2028 aug 24. UDI: (B)(4). Potential item 7: multi-directional screw, 2.7mm x 18mm, 131827318 ((B)(6). Manufacturing date: 2027 apr 12. Expiration date: 2032 apr 12. UDI: (B)(4). Potential item 8: multi-directional screw, 2.7mm x 12mm, 131827312 ((B)(6)) manufacturing date: 2024 may 16. Expiration date: 2029 may 16. UDI: (B)(4). D10: associated product information, part (lot): a.l.p.s. Clavicle plating system, 9 hole distal superior plate, narrow 55mm right, (B)(6). (Rm403r). E1: full establishment name: (B)(6). G2: foreign - event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.